Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the line was inserted on the (B)(6) 2014 and supposedly, started leaking a few days ago. Reportedly, device was used for chemo and access on a weekly basis.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 6.6fr s/l broviac chronic catheter. Usage residues were observed throughout the sample. The sample terminated 7.8cm distal of the over-sleeve. Microscopic inspection of the distal end of the sample revealed striations typical of a sharp instrument cut. The over-sleeve markings were complete worn, including the i.d. Markings just distal of the crimp collar. A break was observed in the over-sleeve and inner tubing at the distal end of the crimp collar. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leaks were observed emanating from the break site. During infusion, the tubing separated from the hub at the break site. Tactile inspection of the sample revealed severe tensile weakness in the vicinity of the break site. Microscopic inspection of the break site revealed granular edge. The break surface texture was partially dull and partially polished. The partially polished texture and severe tensile weakness in the vicinity of the break indicated gradual fracture formation and subsequent propagation due to manipulation of the luer hub while the catheter was fixed in place. Care should be taken when securing, accessing and maintaining catheters to avoid causing damage.